Event description:
Caller states, the patient tested >8.0/8.0 inr on the coaguchek xs system and 4.69 inr on a comparison lab. No action taken on device results. No adverse event reported. Requested return of suspect system and replacement was sent.